Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the therapy had been a failure for their bladder and bowel since the implant, patient reported their symptoms were the same as before. Patient stated that they have had breakthrough peeing and several bowel accidents. Patient said that they turned the stimulation up from 5 to 8 and they were still having issues. Patient also mentioned that they had peeing accidents last night and most of them come from coughing, sneezing or bending over but the diarrhea was embarrassing. Patient also reported that one day, their bowel movements were getting worse and worse until they couldn't make it to the bathroom the last two times. Patient mentioned that it gets tiresome to have to keep changing their underwear with the bowel movement. Patient confirmed that they can feel the stimulation sensation at certain times. The patient was redirected to their healthcare provider to further address the issue. Patient had a follow up appointment on (B)(6).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.